Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ while a definitive root cause for the reported event could not be identified, investigation believes that one of the following may have caused the reported event: dust or water droplets adhering to the electrical contacts, compromising the connection. The cable was not properly secured. Possible malfunction in the board of the processor. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was tested with a video processor as well as several scopes and no b30 error was noted. However, the evaluator did site damage on the scope socket tab not protecting the socket pins. It was also noted that the lamp had over 500+ hours with below specification light output. It was recommended that the lamp be replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the evis exera iii xenon light source presented a b30 scope communication error. According to the initial reporter, he thinks an internal light source might be the problem. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.